Event description:
Material no: 36488000, batch no: unknown. It was reported the that during use of the blood transfer device the tip broke when attempting to connect a syringe to it. The following information was provided by the initial reporter: informed that the bd btd (36488000) tip breaking when attempting to connect a syringe to it.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 36488000 , batch no: unknown. It was reported the that during use of the blood transfer device the tip broke when attempting to connect a syringe to it. The following information was provided by the initial reporter: informed that the bd btd (36488000) tip breaking when attempting to connect a syringe to it.